Event description:
The medical surveillance specialist (mss) has reviewed the customer service rep (csr) documentation. On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) alleging a black marks issue with the display of a one touch ping meter. An hour after the alleged issue began, the pt claimed that she developed unspecified symptoms of feeling like her blood glucose level was high. The pt denied that she received treatment because of the alleged issue. The meter was replaced. Based on the info provided, this complaint is being reported due to the unresolved black marks issue with the meter's display. There is no evidence, however, that the alleged issue contributed to the pt's symptoms/injury. Based on the relatively short time period as to when the alleged issue began in relation to when the symptoms developed, the pt was most likely in a possible state of hyperglycemia before and during the time the alleged issue started. The pt also denied receiving treatment because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.